Event description:
It was reported that there was no power to the table of the 2600 sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified an open in the 5vdc supply to the table cpu. Repaired the open. The sys was tested and found to be working as intended and placed back into svc.